Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) felt electricity from top of shoulders, pain in the arm and discomfort since implant. Boston scientific technical services (ts) referred patient to physician. The device was surgically explanted and replaced. No adverse patient effects were reported.